Event description:
It was reported that during a rectum procedure, the staples were not closed/formed. Removed the unformed staples, used a second like device but the same thing occurred. Another device was used to complete the case. There was no adverse patient consequence.